Manufacturer narrative:
(B)(4). Corrected data: n/a

Event description:
It was reported that "rn noticed specks of blood distally in the helium line. She immediately called md. Iabp pressures were fine per md. The patient returned to the cath lab for removal of iabp. Upon removal, the md met resistance, he immediately stopped and notified vascular surgeon. It appears that the iab balloon did have a hole in it and adhered to the wall and a hard clot had formed". Another iab was not inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "specks of blood distally in the helium line" is confirmed based on the customer provided photo with the complaint report. In the photo, blood was confirmed present within the iabc helium pathway. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in the helium pathway. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "rn noticed specks of blood distally in the helium line. She immediately called md. Iabp pressures were fine per md. The patient returned to the cath lab for removal of iabp. Upon removal, the md met resistance, he immediately stopped and notified vascular surgeon. It appears that the iab balloon did have a hole in it and adhered to the wall and a hard clot had formed". Another iab was not inserted. No patient harm or injury. The patient status is reported as "fine".